Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: investigation summary: one sample was received for investigation. A visual inspection was performed and no anomaly was found. There was confirmation of leakage. However, no leakage was found inside the bladder. The visual inspection of the fitting to the vial found the protector was fitted to the vial properly. The visual inspection of the nail of protector when fitted to vial revealed it was fitted to the vial properly. Visual inspection of needle when penetrated to the rubber stopper of vial found the needle penetrated the rubber stopper of the vial properly. The visual inspection of the membrane found no anomaly found. The function test of the bladder found the bladder worked properly. However, there was leakage into bladder found and leakage between protector and bladder found. A visual inspection of the needle revealed the needle was detached from the protector. There was no anomaly found for the tip of the needle. The needle remained inside the rubber stopper but was not at the center of the rubber stopper. Visual inspection of the vial rubber stopper revealed the needle remained inside the rubber stopper but was the needle was not in the center of rubber stopper. A visual inspection of the inside of the vial revealed no foreign matter found. A review of the device history record could not be performed as a lot number was not provided for this incident. An absolute root cause for this incident cannot be determined.

Event description:
It was reported that when pressing the plunger on a bd phaseal¿ protector p50j to return air in the syringe to the vial, the chemotherapy drug cisplatin leaked from the connection of the vial and the bd phaseal¿ protector p50j. There was no report of injury or medical intervention.